Event description:
New information on 1/18/19 stated the system was explanted due to leads vegetation. There is no allegation from a health profession the device had contributed to the infection. The patient tolerated the procedure well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reprorted that the patient's pacemaker, right atrial and right ventricular lead were explanted for unknown reasons. No further information was available.